Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. Visual inspection noted fluid in the housing which suggested that leaking occurred. Further inspection identified that the reservoir was separated from the set-cap post. Evaluation confirmed the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a half day infusor leaked. This occurred during patient infusion with desferrioxamine and sodium chloride. The reporter stated that the reservoir was leaking its contents into the device housing. There was no patient injury or medical intervention associated with this event. No additional information is available.